Event description:
During a tonsillectomy procedure using an evac 70 hp plasma wand, the pt reportedly sustained a burn on his upper lip. Details regarding the severity, size or treatment of the burn were not provided. No further information was available.

Manufacturer narrative:
The device was reported as returning for investigation but has not been received to date. A follow up report will provided once the investigation has been completed.